Manufacturer narrative:
Batch review performed on 31 jul 2024: lot 1901216: (B)(4) items manufactured and released on 04-dec-2019. Expiration date: 2024-11-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved batch reviews performed on 31 jul 2024: stem: m-vizion 01.22.101 distal stem ø12mm l 140mm straight (k170690) lot 2101124: (B)(4) items manufactured and released on 20-aug-2021. Expiration date: 2026-07-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot 2214382: (B)(4) items manufactured and released on 12-oct-2022. Expiration date: 2027-09-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review liner: versafitcup dm 01.26.2852mhc double mobility hc liner ø 52/28 (k092265) lot 2202286: (B)(4) items manufactured and released on 11-apr-2022. Expiration date: 2027-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 1 year and 7 months from the medacta primary surgery, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the competitor cup with a medacta cup, and revised the medacta stem, proximal body, head, liner with medacta implants. The surgery was completed successfully.